Event description:
It was reported although the sjm rep was able to establish communication with the patient¿s scs ipg using the pt programmer, the patient is no longer receiving stimulation due to scs ipg depletion. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.